Manufacturer narrative:
(B)(4). An investigation could not be performed. Reporter indicated that the device was discarded. The cause of the reported leak is unknown.

Event description:
Customer called to report a defective smartsite blood set tubing. Tubing had a split in it and soaked the alaris pump. Reporter states this is the only information received. Attempts to obtain clinical information have been unsuccessful. There has been no report of any patient harm or medical intervention.